Event description:
(B)(4): (B)(6) the patient was revised due to pain and instability. Unknown surgical delay.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event : an event regarding infection (leading to revision) involving a bi mentum rk pe liner was reported. Conclusions : the reported device is an serf product. Investigation : "the products were not returned, no product for investigation can be performed. No x ray has been provided, no information. All batches are released in compliance with serf specifications. Serf has no evidence to determine the cause of the complaint. Revision leading to implant replacement can be caused by several factors that cannot be demonstrated due to lack of information. Serf devices involvement is unlikely in these cases. The cause of the problem cannot be confirmed.". Corrective action/preventive action: no action is required by stryker at this time as the investigation for this event is performed by serf.

Event description:
Correction of the event: patient was revised due to infection. Unknown surgical delay. Doi: (B)(6) 2023 dor: unknown. Affected side: left hip.